Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive unexpected restart alarms and insulin pump continued to reset itself. Customer's blood glucose was 63 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
No unexpected general or unexpected restart alarms were noted during testing. No unexpected pump restarts or reset time/date anomalies were noted. The pump was received with normal operating currents. The pump also passed the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement and self tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.